Event description:
Additional information received from the manufacturer representative reported that the doctor stated only one lead migrated. The cause was not known. The patient was reprogrammed on the lead that didn¿t migrated and stimulation and therapy was returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2021-product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4) product ID: 977a260, serial/lot #: (B)(6), ubd: 21-dec-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports the patient had lead migration or dislodgement. The leads did not migrate around or entangle internal organs. Rep reports the patient had loss of stimulation, loss of therapy, and return of pain. Rep reports the issue was resolved.